Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had 1 controller fault alarm that self-corrected and required no action.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault was able to be confirmed. The heartmate ii system controller (serial number: (B)(6)was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 1 day (29oct2022 from 05:36:37 ¿ 14:01:54 per timestamp). There were no notable alarms active in the log file pertaining to the reported event. The pump was able to maintain speeds above the lsl throughout the log file. Pump operation was not affected. An additional log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days (30oct2022 ¿ 31oct2022 per timestamp). A controller fault alarm coincident with a backup battery test circuit fault was active on 30oct2022 at 19:11:07 and cleared immediately after activating. The alarm was able to self-resolve. There were no other notable alarms active in the log file. Pump operation was not affected. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 12feb2020. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.